Manufacturer narrative:
No customer product or blood samples were returned to immucor for immucor investigation. Immucor technical support used remote electronic connection method to assess test well images on customer instrument on (B)(4) 2014.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID extend I on a galileo echo tested on (B)(6) 2014.